Event description:
It was reported that a young female in her 20s (with epidermolysis bullosa) had elevated serum silver levels. During a routine assesment, it was determined her serum silver levels were elevated. She has been using acticoat with very good results for more than 5 years. They have now stopped\limited the amount od acticoat used on this patient.